Manufacturer narrative:
Section b3: date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000103809. The event of explant was reported to abbott. The patient's system was explanted due to ineffective relief after multiple reprogramming's. The patient requested to have the system removed. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that patient experienced ineffective therapy. Reprogramming was attempted to no avail. Surgical intervention was undertaken wherein the scs system was explanted with no complications.